Event description:
Two bovie pencils were hooked up to the same bovie machine. Physician #1 was holding one bovie and physician #2 was holding the second bovie pencil. Physician #1 activated his bovie pencil and physician #2 accidently touched the pt's leg with the second bovie pencil which was apparently activated and caused a burn to the pt's leg the size of the bovie blade. Physician #2 never activated his bovie pencil, it became active when physician #1 activated his bovie.